Event description:
It was reported that the physician had seen other catheters that have leaked around the tract site. It was unclear what medication the device system delivered or if intervention was required. Additional information was requested. The physician had also commented that he had "seen a lot of things." No further event details could be provided by the physician.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_pump, product type: pump. (B)(4).